Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed discrepant calcium results for patients tested on the architect c4000 analyzer. For one patient, an initial result of 9.6 mg/dl (within normal range) retested falsely low at <2.0 mg/dl and 3.1 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer observed a red light on the water system for the architect c4000 analyzer indicating water quality issues. Abbott field service visited the customer account and found issues due to the millipore water system. The water system caused flooding in the analyzer with salt water. The customer had no further issues after the water issue was resolved. A review of historical data and quality metrics was performed. No adverse or non-statistical trends were identified for patient results with calcium reagents, list number 3l79. The calcium reagent package insert and architect system operations manual have adequate labeling for quality control requirements, troubleshooting discrepant results, and system water specifications. Based upon the data available and the results of this evaluation, no malfunction or product deficiency was identified.